Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 24 mmol/l (432 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible and bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause a needle mechanism failure. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The downloaded data shows the device completed the priming sequences and operated as intended until it was deactivated at pulse 437. No timeouts or drive stalls were observed that could indicate the device struggled to deliver insulin. Therefore, no damages or defects were observed that would result in a needle mechanism failure. The cannula assembly was inspected and no bends, kinks, or damages were observed.